Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that multiple test image acquisitions were performed without reproducability. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a cervical spinal fusion, an odor was emitting from the imaging system. The reported issue occurred after an image acquisition and did not affect the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.